Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for undefined high pacing impedance. In addition, the ra lead exhibited high and variable thresholds and undersensing on stored electrograms (egm). The right ventricular (rv) lead had possible oversensing and occasional undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.